Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported there was paresthesia in the wrong location. The patient was not getting good coverage (lack of therapy) since implant (B)(6) 2015) and had a lead revision today (B)(6) 2015). The surgeon implanted two new leads and the patient was still unable to get good coverage - the entire system was explanted today (B)(6) 2015). The leads slid to the right rib after (B)(6) 2015 and the surgeon was unable to place leads to the middle or left side during revision, so the entire system was explanted. The representative tried reprogramming the patient once in (B)(6), but could not remember. The surgeon could not place the leads to get good coverage. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. The indication for therapy was non-malignant pain. If additional information is received, a follow-up report will be sent.